Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. The patient was discharged from the hospital for approximately 6 weeks (the exact date is unknown.) He called to report his stoma site was ¿red, inflamed, and there were some spots of fresh blood.¿ ¿he noticed that these past few days his condition has worsened. He felt feverish, hot, had a headache and felt sickly.¿ reportedly, the duodopa pump was functional and did not alarm. The patient was concerned with his stoma site; the stoma site was cleaned without dressing application. He pulled the external bolster away from the stoma site as it was causing the site to be more painful. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.